Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 99 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.